Event description:
Physicist checked devices because of a report he saw on internet. Background reading is .02 mr per hour. Each of the protective devices he checked measured well over background from 0.5 to 2.0 mr per hour. He reports no urgency in removing devices from dept. Devices included: 3 lead aprons; 1 lap apron and 4 thyroid shields.